Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after a supply change, with blood glucose rising to 450 mg/dl and confirmed by fingerstick; the user detached and paused the ilet and administered subcutaneous insulin via pen per guidance to contact a healthcare provider for dosing, while the infusion set remained in place and cannula status was unknown. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.